Event description:
Procedure, restorative procto colectomy. Reportedly, the instrument did not excise completely, the distal 'donut' remained in the anastomosis. The surgeon used biopsy forceps to remove the 'donut'. No pt injury.